Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, there were issues with o2 and leakage from nozzle units. The customer replaced nozzle units by himself, but installed them incorrectly, which caused issues. Their replacement solved the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer's guidelines, the preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. Nozzle units are included in maintenance kit 5000 hours. According to the fse customer replaced nozzle units by himself, but installed them incorrectly, which caused issues. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle units, which preventive maintenance has not been properly performed.

Event description:
Manufacturer's ref. #: (B)(4).